Event description:
Consumer indicated tampon fell apart upon removal. She visited her doctor and had remaining portion removed.

Manufacturer narrative:
The device history record could not be reviewed because the consumer did not provide lot code information. Samples were not returned for investigation.